Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 1627487-2019-07457. It was reported the patient lost effective coverage due to the drg leads migrated. The issue was confirmed via x-rays. The patient underwent surgical intervention where the leads were replaced with a new one restoring therapy.